Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that balloon was torn. The target lesion was located in the popliteal. A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. After inflation in the vessel, the balloon was removed and found to be torn. The procedure was completed with another of the same device. There were no patient complications as a result of this event. The target lesion was 60% stenosed, moderately tortuous and between moderate and severely calcified. The patient's anatomy was challenging due to calcification and has contributed to the reported event.

Event description:
It was reported that balloon was torn. The target lesion was located in the popliteal. A 3.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation. After inflation in the vessel, the balloon was removed and found to be torn. The procedure was completed with another of the same device. There were no patient complications as a result of this event.